Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control verified that the device cycled power three (3) times during the event after the print button had been pressed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device power cycled on three occasions after the print button was pressed to obtain a printout of the patient's ECG waveform. Physio-control contacted the customer in order to obtain additional information about the patient; however, the customer advised that due to privacy issues further information could not be provided.

Manufacturer narrative:
Physio-control further evaluated the customer's device and after replacing the battery pins and performing some other unrelated repairs, proper device operation was observed. The device was subsequently returned to the customer for use.the likely cause of the reported issue was determined to be due to worn battery pins.

Event description:
The customer contacted physio-control to report that their device power cycled on three occasions after the print button was pressed to obtain a printout of the patient's ECG waveform. Physio-control contacted the customer in order to obtain additional information about the patient; however, the customer advised that due to privacy issues further information could not be provided.